Event description:
It was reported that the patient was revised; however, the reason for the revision is unknown.

Manufacturer narrative:
This report will be amended when our investigation is complete.